Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusion set leakage issue on (B)(6) 2026. The infusion set tubing was leaking at the site. The infusion set was in use since morning. The blood glucose level was high and the patient was treated with correction bolus via pump. No further information is available.